Event description:
Discordant, false positive (B)(6) results were obtained for two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and each rerun resulted in a negative result. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive (B)(6) results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting the tsc discovered that the acid and base were reversed on the system. The tsc instructed the customer to flush out the reservoirs and prime the system. Quality controls were run by the customer and were in range. The cause of the discordant, false positive (B)(6) results was user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00370 was filed on july 26th, 2013. The date of event was incorrectly stated as: (B)(6) 2013. The correct date of event is: (B)(6) 2013.